Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2023-00374. Concomitant medical products: item# :14-440215; lot#: 625580. Product ID was provided for four screws; however, it is unknown which of the four screws fractured. Therefore, the fractured screw could be any of the following: item#: 14-405026; lot#: 461340. UDI: (B)(4). Manufacturing date: 2021-01-05. Expiration date: 2031-01-05. Item#: 14-405028; lot#: 908590. UDI: (B)(4). Manufacturing date: 2020-10-14. Expiration date: 2030-10-14. Item#: 14-405046; lot#: 395180. UDI: (B)(4). Manufacturing date: 2020-12-01. Expiration date: 2030-12-01. Item#: 14-405042; lot#: 775510. UDI: n/a. Manufacturing date: 2012-08-01. Expiration date: 2022-07-28. Report source: foreign - event occurred in spain. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient was implanted with the phoenix ankle arthrodesis nail system on an unknown date. Subsequently, after approximately fifteen (15) months of intervention, the patient is still experiencing pain and limited ability to complete activities of daily living. X-rays were provided and reviewed by a healthcare professional. It was noted that there is malposition of the intramedullary rod which extends inferior to the inferior border of the calcaneus into the soft tissues of the foot, and a fractured inferior screw within the calcaneus. It was also noted there is incomplete bony fusion of the tibiotalar joint. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6 visual examination of the provided x-rays shows that the screws were broken, and the nail has migrated from its original position. No product was returned as the device remains implanted. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: review of successive radiographs show progressing migration of the nail and fracturing of the screws. Hindfoot fusion with protrusion of the intramedullary rod through the inferior cortex of the calcaneus which worsens with time. Fracture of the inferior most interlocking screw seen within initial imaging with worsening displacement on follow-up imaging. Single ap scout image of the right ankle from a CT scan demonstrates worsening fracture of the inferior-most screw as well as worsening protrusion of the intramedullary rod, poorly evaluated on this study. Two images of the left ankle demonstrate worsening protrusion of the intramedullary rod inferiorly through the calcaneus with more prominent fracture of the inferior most interlocking screw. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.